Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent and stretched. During the investigation, the damages did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. It could not be conclusively determined when the damages to the exposed portion of the soft cannula occurred or if it contributed to the reported high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 500 mg/dl. There was blood noted in the cannula, insulin leaking and it was a little puffy around the insertion site. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. The pod was worn between 24 and 36 hours on the leg.